Manufacturer narrative:
(B)(4). This issue was previously reported under MDR number 1628664-2014-00222 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2014. The abbott field service representative (fsr) was dispatched to troubleshoot the issue. The fsr discovered that cuvette washer nozzle number 4 was partially clogged. The nozzle was cleaned by the fsr to resolve the issue and then later replaced during the annual instrument preventive maintenance procedure as a precaution. No additional elevated magnesium results have been reported. The cuvette washer nozzles were not available for return. A review of historical data revealed no systemic issues or adverse trends associated with the issue described in this complaint. The architect system operations manual provides adequate information and troubleshooting concerning erratic magnesium results including, but not limited to, troubleshooting performed by the abbott field service representative. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer stated that discrepant magnesium results were generated for patient samples tested on the architect c4000 analyzer. Patient #4 initial result of 4.6 mg/dl retested at <0.7 mg/dl three times. Patient #5 initial result of >6.4 mg/dl retested at 2.3 and 1.9 mg/dl. No adverse impact to patient management was reported.